Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that there were air bubbles in the system. The issue reportedly occurred with two sets of supplies. The reporter confirmed cartridge fill technique was correct and there was no damage to the cartridge or infusion set. The issue reportedly was not noticed prior to use. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.